Event description:
Developed acanthamoeba keratitis after using amo complete moisture plus contact lens solution. Required corneal transplantation. Has had intractable glaucoma - thought this glaucoma may be partly attributable to unrelated events - and partial visual loss in one eye. Diagnosis: to clean and disinfect contact lenses.